Manufacturer narrative:
A service engineer was dispatched onsite to evaluate the device. The service engineer performed preventive maintenance (pm) and found that the oxygen (o2) hose was deteriorated and needed to be replaced. The service engineer therefore carried out the o2 hose replacement, after which the issue was resolved as the device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen (o2) hose was deteriorated and needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The customer called technical support to report that the oxygen (o2) hose was deteriorated and needed to be replaced.